Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer reported a blood glucose level of 200 (mg/dl) and delivered an injection. It was indicated that injections were available for back up therapy.